Manufacturer narrative:
Concomitant medical product: 419688 lead; 5076-52 lead, implanted (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead alerted for high impedance on the rv defib coil. It was also noted that the right atrial (ra) lead exhibited undersensing of atrial events. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.